Event description:
It was reported that the patient allegedly presented with metallosis/metal on metal issues and requires a revision surgery. It was reported that the patient is an endoprosthesis survivor with original first limb salvage in 1999, a revision in 2013 and in 2024 is requiring a second revision. It was reported that custom parts are required to complete the revision surgery. Updated event as per patient: "I was booked for a surgery to replace bearing, lining, bushels for my stryker endoprosthesis on (B)(6) 2024. It was cancelled because I was told that stryker no longer carried the bearing part required to be able to offer me the revision and in fact the part had been discontinued."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Similar events could not be reviewed for the lot referenced as no product failure mode was reported. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat #: 6276-5-013, mod plasma ha stm 13mm x 127mmrestoration modular hip system, lot #: 40624702. Cat #: 6467a002, gmrs adaptor ii - 6mm, lot #: lcm1174. Cat #: c-m074-1-900, gmrs adapter for rest mod stem 31mm for use with c-m074-1-901, lot #: tagm915a. Cat #: c-m074-1-901, locking bolt for use with c-m074-1-900, lot #: tagl701. Cat #: 64956060, gmrs extension piece 60mm, lot #: s49el. Cat #: 64834110, hmrs rot h dist femur rt 100mm, lot #: eaftk. Cat #: 64956050, gmrs extension piece 50mm, lot #: s8spc. Cat #: 64832250, hmrs rot hinge tib rot comp, lot #: s8sfc. Cat #: 64823350, kmax+ rot kn med tib sleeve, lot #: lcl302. Cat #: 64831350, hmrs rot hinge axle, lot #: ctd1023. Cat #: 64831250, hmrs rot hinge fem bushing, lot #: lcn495, qty: (B)(4). Cat #: 64832155, hmrs rot hinge bumper 5 deg, lot #: lcp854. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.